Manufacturer narrative:
Additional information/correction to b5: during follow up, it was clarified that the individual pouches inside the box were not opened or damaged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were manufactured in baxter healthcare ¿ (B)(4) or baxter healthcare ¿ (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packages of an unspecified quantity of minicaps were damaged; further described as the individual pouches inside the box were opened. This was observed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.